Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection. In addition, the following reportable malfunctions were identified during the device evaluation: the charged coupled device was broken. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the charge coupled device was broken and therefore the image had white dots. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited broken charged coupled device. There were no reports of patient involvement.